Event description:
It was observed that during the device evaluation, the subject device exhibited peeling of the tissue pad. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: it was presumed the ultrasound was output with the gripping part closed without grasping tissue (including after the tissue had been cut), causing the tissue pad to wear down and peel off in parts. Due to the tissue pad had peeled off, it was no longer possible to output the tissue. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.